Manufacturer narrative:
Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the new zealand. It was reported that infusion set was damaged and patient stated that tubing was bent which led to high blood glucose (bg). The treatment was provided for high bg with insulin pump. Patient's bg at time of incident was 21 mmol/l and the current bg value was 22 mmol/l. No further information available.